Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported much of the same information previously reported, that they had the device implanted on (B)(6) 2018 and that they were ok for a few days; however, then a fire feeling started that went down their legs. Patient reported vaginal burn "so bad," and that the hcp kept stating they never heard of this. The patient stated they tried changing programs but no help. The patient noted turning off made it a little better. The patient reported having in and out trips to the emergency room and again used the colorful expression "it felt like" they were "dying" to describe their experience. The patient stated they went to 3 different ers and the third one was where they were admitted (on friday), severely dehydrated; almost paralyzed them. The patient noted they had to use a baby IV to nourish them. On (monday) an advocate argued for the patient for removal of the system and got the patient released to the care of the hospital and a different health care physician (hcp) took it out. The patient stated they went home hoping all was normal but the pain came back, not as severe. Their primary care physician (pcp) scheduled an MRI and the patient was waiting to see what nerve damage it left. The patient stated they have been to the ER twice since the removal and the last time they were finally diagnosed with something that would ruin their life: peripheral neuropathy. The patient's legs would go numb and feel like they were on fire. The patient stated their life was forever ruined due to a product that they wanted to have to help them have a better life. Instead, the patient reported, it ruined it. The patient stated they couldn't drive due to numbness, they spent days on end in bed crying, screaming because there was fire burning inside their legs, feet, and hands. The patient stated "they don't care about the lives they ruin," and that they "begged" to take it out. The patient reported the manufacturer company device did more damage than help and that they would probably live with peripheral neuropathy due to trying to stop an overactive bladder. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding a patient with an implantable neurostimulator (ins) reported the interstim took her life away. The patient sated it left them with a chronic illness and expensive medication they hopefully wouldn¿t have to take forever. The patient noted they spent 5 days in the hospital and they couldn¿t get out of bed on their own. The patient noted they had to be cleaned and helped in so many ways, that they could do before. The patient noted they wanted a little more freedom of not having to rush to the bathroom. The patient noted the trial was great, but actually ruined their life and it was the worst mistake they ever made. The patient noted they couldn¿t even drive right now cause of the nerve damaged. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient they were feeling electrical pulses go down their legs and coming out of the private area. The patient stated the private area was swelling and noted they had no infection/uti, nothing. The patient clarified regarding the swelling that there was bulging out of the rectum area, the skin and it looked like hemorrhoids but they didn¿t have any. The patient reported being in intense pain and that their insides were burning and that they felt like they were being electrocuted on the inside and used a colorful descriptor of the pain where she stated it felt like they were ¿dying¿. The patient reported the implant was off and they also turned it down to zero the night before the call but it was still occurring and was mainly on the side of the implant. The patient stated they symptoms came on gradually had had gotten worse over time. The patient also mentioned they had a follow up appointment and they were told by the nurse associates using a clinician device the ins had been off since (B)(6) 2018 (the date of implant). The patient stated the ins had been turned on at implant and they had seen the lightning bolt icon on the programmer. The patient stated they turned off the ins (B)(6) 2018 per their health care physician (hcp) instruction. The patient noted that at the follow up appointment they had turned it on for a second to set a new program and then turned it off. Potential adverse event information was discussed with the patient and ins on/off consideration was reviewed per the patient¿s inquiry. The patient noted they had not seen the hcp yet, only nurse associates. Later in the day, the patient stated they were getting the lower limit message on the programmer screen and they were not sure if the stim was all the way down. The patient stated they wanted to implant off and the stimulation down to 0.0. The patient reported they thought they turned the implant off and the implant was still sending pulses/sensation going down to their feet and vagina and that they were bed bound. The patient reported they went to the ER they were in so much pain and their chest was pounding, they couldn¿t eat and they were burning down there. The patient noted they were completely miserable, their eye was twitching and that 3 days after implant the symptoms started. Later in the same day the patient called again and they were assisted with using the programmer to check their implant status and to turn the implant off. The settings were on program 3 at 0.0. The patient called again and reiterated the same issues about the device causing them pain even though it was off at 0.0v. It was confirmed again with the patient that the stimulation was off and that they should follow up with their health care physician (hcp) regarding the symptoms they were having. There were no further complications reported.